Event description:
During a lavh, the tissue pad was found to have fallen off the instrument and was found on the drape covering the patient. The doctor attained a second instrument and completed the case with no patient consequence.